Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient reused single-use supplies during initial drain of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during initial drain of peritoneal dialysis therapy. It was stated that the hp ended therapy to clear an alarm, but reused the same supplies when starting over. Proper procedures were reviewed with the customer. The hp would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.